Manufacturer narrative:
The dislodged stent returned on a guidewire, with a telescope device. No delivery system was returned. Deformation was evident to the dislodged stent, with struts raised, bunched and overlapping. Lot number was confirmed based on the deformation to the device matching the event description. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a moderate tortuosity, severely calcified lesion exhibiting 90% stenosis in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated using 3 different size sprinter balloons. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. The first attempt to cross the proximal circumflex lesion with the resolute onyx stent failed. It was reported that during a second attempt to place the stent, the stent became caught on the edge of the entry port of the 6f telescope guide extension catheter (gec) and the stent came off the balloon. The stent dislodged proximally toward the stent delivery system catheter shaft while inside the guide catheter, proximal to the telescope entry port. At that time, the guide catheter was inside the patients body. The stent came off inside the patient, but not in the patients anatomy as it was still on the stent delivery system catheter shaft, and proximal to the telescope entry port. All devices were removed together. There appeared to be some scratches / indentations at the telescope entry port caused by the stent struts. The patient is alive with no injury.